Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign object in forceps channel" was confirmed - however, the device was not returned to the legal manufacturer for an evaluation - therefore, the foreign object could not be further identified. It was presumed that since a leakage failure occurred at the forceps channel, reprocessing could not be completed and the foreign object remained. The suggested phenomenon of leakage at the forceps channel was confirmed as a pinhole leak/watertightness failure due to a pinhole at the tube identified within the device as the "ch" tube. A further cause of the leakage could not be presumed. As a result of confirming contents of instruction manual at the time of shipment, there are descriptions about reprocessing in the following sections: chapter 6: application and conditions for cleaning, disinfection and sterilization chapter 7: cleaning, disinfection and sterilization procedure olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a pinhole on channel tube. In addition to foreign material coming out of the channel tube due to insufficient cleaning, additional findings were as follows: adhesive on bending section cover had a chip; ultrasonic transducer had corrosion; adhesive around objective lens was peeled; connecting tube had a scratch; objective lens had a scratch; and acoustic lens was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had air/water leakage from the instrument/suction channel. There was no patient harm associated with the event. The device was evaluated, and it was found that foreign material came out of the channel tube. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.